Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power cord was replaced as a precaution during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system mainframe rebooted during a case. The operator unplugged the system from external power source and received a shock from the external power source. No pt injury was reported.